Event description:
The customer reported that cell #3 of biotestcell-p3 yielded false positive antibody screening test results in solidscreen ii on tango. The customer had returned the supposedly defective product but none of the patient samples that had caused false positive test results. Our quality control laboratory retested the allegedly defective sample of biotestcell -p3 with different samples and positive and negative controls. All positive and negative reactions were correct. We occasionally observed that negative reactions with cell #3 did not show a discrete button but had a diffuse surrounding. Nevertheless these reactions were still correctly negative. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.